Event description:
This is a spontaneous report by a baxter employed nurse from india of peritonitis in a e patient coincident with peritoneal dialysis (pd) therapy. (B)(6) 2010, the patient was diagnosed with peritonitis and hospitalized. On (B)(6) 2010, the patient started treatment with reflin 1gm once daily ip and fortum 1gm once daily ip. The root cause of the peritonitis was unknown. Event outcome and hospitalization length of stay were unknown. Dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.